Manufacturer narrative:
Device evaluation: customer report was confirmed. Kit appeared not used. Protection cap at distal end was lost, compared with its drawing. The cap was not returned.

Event description:
The following was reported: "fo cap at distal side was found detached when package was opened."